Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. It was reported that the device is not expected to be returned; however, if there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
Catheter plugged in, was stuck on the wire (jetwire, (B)(6) doesn't have the upn and lot#) throughout the case. Just ultimately had to do stenting and ballooning after they finished the atherectomy. They did not grab another device. Once they pulled that one out they just ended up putting in a new wire and then doing ballooning and stent. Patient was doing great.